Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the (B)(6) 2011. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and that it had performed to specification up to the auto self-test on the (B)(6) 2014. On the (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. The device was disassembled to investigate and upon visual inspection the capacitor was found to be bulging and slightly vented. This would suggest the capacitor had failed which would cause the device not to power off after an auto self test. This would appear as the device switching on automatically.